Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fibers 1-3 no longer met specifications for optical properties and no contact force was displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed fractures in optical fiber 1 and 2 within the deflectable shaft, consistent with the observed signal loss of fibers 1 and 2 and the reported event. Further investigation revealed a break in the shaft material under electrode ring 4, but no indications of fluid ingress at the optical sensor were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the break in the shaft under the electrode ring and the fractured optical fibers remains unknown.

Event description:
This report is to advise of a fracture noted during analysis.